Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and leaflet flail remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm pericardial aortic valve implanted 13 years, nine (9) months was treated via urgent valve-in-valve procedure due to severe aortic insufficiency with flail leaflet. Per record review there was report of bradycardia and heart block while in transit with emergency medical services. A 26mm transcatheter valve was implanted in the aortic position. The flail of the 27mm pericardial aortic valve leaflet embolized due to wire manipulation. The embolized leaflet could not be located. The patient was awake, stable, and doing well post-procedurally.